Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent an excision of exposed vaginal mesh, cystoscopy, and excision of labial cyst on (B)(6) 2014 due to erosion of vaginal mesh and sui. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/5/2016.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent enterocele repair on (B)(6) 2012. It was reported that the patient underwent mesh removal on (B)(6) 2014.